Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious at home with the modular cable disconnected from the pump cable. The pump was off for 7 minutes. The cause of the disconnection was unknown, but theories are that either the patient played unconsciously with the modular cable, left the connection loose, and waking up in the morning, the tension of the movement made the cables disconnect, or that the modular cable was loose by default (defect). It was noted that psychological problems were discarded. At the time of the disconnection, the patient got what seemed to be a heart failure decompensation with low left ventricular assist device (lvad) flow and low cardiac output, became unconscious. The cable was connected by the spouse and the pump restarted. The patient was then transported to the hospital and stabilized. During transport, there was a second driveline disconnected alarm and pump off for one minute. It appeared that the spouse connected the cables but forgot to screw the head of the modular cable which caused the disconnection in the ambulance. The modular cable was inspected and nothing special or different was noted. However, the healthcare professionals were uncomfortable with it. During the 2 hours that the patient was found at home and then transported home, they had low flows. Computed tomography (CT) scan was performed to see neurological damages, and a hematoma was identified. The hematoma was caused due to the patient falling off after the cables were disconnected. Stroke has been discarded. The patient had been scanned several times and there had been no brain damage. The patient was moved to intensive care unit (ICU), stabilized, lvad flow went back to normal, brain was monitored, anticoagulation was stopped for some days because of the hematoma. Where they were recovering and regaining consciousness. The patient was awake, talking, a bit disoriented, but the prognosis was that the patient would recover. After a week, the patient had been discharged from the hospital in a perfect condition.

Manufacturer narrative:
Section d4: model number and catalog number corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline disconnect events that resulted in two pump stops. The initial driveline disconnect event seen in the log files on (B)(6) 2025 started at 06:48:09 and resolved at 6:55:20 when the driveline was reconnected. The account reported the initial event had an unknown cause for the driveline disconnect. The secondary driveline disconnect occurred at 7:52:49 during transport to the hospital due to a loose connection at the modular cable and pump cable inline connector. The loose connection appeared to be because the spouse forgot to screw the head of the modular cable. The driveline disconnect alarm resolved when the modular cable was reconnected and secured at 7:53:37. In both cases the pump was able to achieve a speed above the low speed limit within 5 seconds of reconnecting the driveline. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) support and no further related events have been reported at this time. The exchanged modular cable was returned for evaluation in unremarkable physical condition. No issues were found with the modular cable through testing and the unit appears to operate as intended. The relevant sections of the device history records for lot number 10665338 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, ¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, and section 5, "alarms and troubleshooting", provides information stating that the modular cable in-line connection should be inspected to ensure that the locking nut is fully in the locked position and secure. Heartmate 3 instructions for use section 5, entitled "surgical procedures", explain how to properly connect and secure the inline connector. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.